Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿device was unable to produce x-rays due to an image storage problem¿. Upon investigation, fse confirmed that the issue was caused by the image hard disk, fse replaced the image hard disk, reinstalled the ippc software and, the system was returned to use in good working order. After few days, the issue was reoccurred. The fse replaced the software and the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays due to an image storage problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported.